Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (b)6). Consumer reported a tampon fell apart upon removal. She experienced a fever and sharp vaginal pain after tampon removal. She saw her doctor who instructed her to use a douche to ensure no tampon pieces remained. Her pain resolved. Over a week later symptoms returned. She experienced fever, dizziness, and discharge. She went to the ER where a vaginal exam was done. Tampon pieces were removed and she tested positive for infection. She was prescribed antibiotics. Her dizziness and pain have resolved.